Event description:
It was reported that the ilet screen delaminated, and a replacement ilet was arranged after address confirmation and completion of replacement questions. Symptoms included no reported alerts or alarms and no adverse clinical effects. Outcomes included a temporary transition to multiple daily injections while awaiting the replacement device. Investigation included customer interview, product history review, and coordination to reconcile the serial number discrepancy. Investigation of this case revealed a screen assembly defect consistent with display delamination and an administrative mismatch in recorded serial number data. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the display assembly and documentation discrepancy unrelated to patient harm.